Event description:
During knee arthroscopy, the shaver blade broke inside pt's knee. The blade pieces were removed from the pt. A new blade was opened and the surgery was completed without further incident.